Manufacturer narrative:
(B)(4).

Event description:
Procedure type: urological and gynecological. According to the reporter: the patient underwent a repair procedure for treatment of pelvic organ prolapse, stress urinary incontinence, and vesicovaginal fistula repair. The patient allegedly experienced pain and injury. Patient has undergone or will undergo corrective surgery or surgeries.